Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable low tpuc3 total protein urine/csf gen.3 result for one patient urine sample. The initial result was 0.07 g/l and was reported outside of the laboratory. The result from another laboratory was 0.41 g/l. There was no allegation of an adverse event. The reagent lot number was 283984 with an expiration date of 31-jan-2019.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. As calibration and qc appeared acceptable and since the issue only occurred once, a preanalytic issue was suspected to be the root cause.